Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump lost power after exposure to moisture. The reporter attempted to power the pump on with multiple batteries with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the pump revealed moisture under the display screen. A leak test revealed the pump case was cracked near the display lens. During testing, the pump was unable to power on. The pump cover was removed and moisture corrosion was found on the power circuit, force sensor circuit, and display screen.